Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load process, and received a message to load a new cartridge. Blood glucose level was 200 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.